Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented with high ventricular rates (hvr) episodes. It was observed through electrogram (egm) that some of the hvr episodes were noise being over-sensed on the right ventricular (rv) lead. No intervention was performed. There were no patient consequences.